Event description:
Healthcare professional (hcp) reported patient was injected with juvederm voluma¿ on t1, ck1,ck3,ck4 (4 vials), juvederm volux¿ in c1 and c2 and juvéderm® volift¿ with lidocaine in nsl and lps. Inflammation and posterior abscess was formed in c1 and c2 after injection with juvéderm® volux¿. Patient was treated with augmentine 875/125, zamene 30mg, and injected hyaluronidase. Symptoms are ongoing. This is the same event and the same patient reported under MDR ID# (3005113652-2023-00503) (allergan complaint pr# (B)(4) ) MDR ID# (3005113652-2023-00551) (allergan complaint (B)(4). This MDR is being submitted for the third suspect product, juvéderm volux.

Manufacturer narrative:
Clarification to section c. Suspect product: lot number 963/2. Continued h.6. Type of investigation code: b15, b17, b20. Continued h.6. Invest. Conclusions code: d15. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Clarification to h.6. Type of investigation code: the filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. Further information regarding event, product, or patient details has been requested. No additional information is available at this time. The event is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. This is a known potential adverse event addressed in the product labeling.